Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the camera the system functioned as intended. The system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) failed an accuracy test (aak) at .27 mm with a passing threshold of .25 mm. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that a camera replacement was requested due to an ndi accuracy test failure. No patient present.

Manufacturer narrative:
The camera was returned to the vendor for analysis. Analysis found that the fault could be confirmed. The optical bench was replaced followed by extended pyramid volume recharacterization. Unit then passed outgoing product testing. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.